Event description:
The customer's daughter reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 212 mg/dl at the time of the incident. Customer was at work during lunch time. Caller stated that the customer does not know how it happened. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.